Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the bardex ic foley catheter leaked from the valve below the balloon port.

Event description:
It was reported that the bardex ic foley catheter leaked from the valve below the balloon port.

Manufacturer narrative:
Per additional information received, bard medical/bd has determined that this MDR was initially reported in error as this event is not reportable.